Event description:
It was reported that during an abdominal hysterectomy, while attempting to insert the device, the teeth of the device were rotating in the wrong direction. The case was completed with a like device. There was no pt consequence.